Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) reporting that a patient with an implantable neurostimulator (ins) was experiencing shocking even when the ins was turned off. After being instructed on how to interrogate the device, the hcp turned the device off and on and stated that the patient was still experiencing shocking symptoms but it was starting to ease up. It is noted that the amplitude was set to 0.00v. Patient was admitted to the ER and the stimulation was turned off at this time. While possible medical reasons for the sensation were reviewed, patient stated they had a fall around the same time the symptoms started to occur. Indication for use is non malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.